Event description:
A dissection occurred during implantation of a 2.75mm diameter x 30mm length resolute integrity (rx) drug eluting stent in the mid lad. Another resolute integrity stent was used to treat the dissection. No further complications were reported.

Manufacturer narrative:
Continued: evaluation: results: (B)(4) inherent risk of procedure (dissection). (B)(4).